Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's clinic manager (cm) reported that a fresenius combiset bloodline was cut two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. There were no issues during priming. There were no changes to pressure of blood flow rate (bfr) during treatment. The patient¿s estimated blood loss (ebl) was approximately 100ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The machine was removed from service and no issues were found. The machine was returned to service without any repairs or adjustments. The complaint device is not available to be returned to the manufacturer for evaluation.